Manufacturer narrative:
Reliability analysis inspected 5 opened/used infusion sets and performed the manual prime test per dqtp 6117 section 13.2.3.2.2 and des 8652. A new lab reservoir was used along with a 5 xx insulin pump. The infusion sets failed per specifications and they were found to be occluded at the tubing quick release connection septum side during test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call no delivery alarm and issues with the infusion set. Customer's blood glucose level was unknown. Troubleshooting for the no delivery alarm was performed. Customer advised they primed all the way to the quick release and then they received the no delivery alarm. Customer advised this issue recurred for the first two infusion sets they pulled out of the box and finally the third infusion set worked properly. Customer was advised replacement infusion sets would be sent out and they agreed to return the products for analysis.